Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited myopotential oversensing. Programming changes were made. The patient was stable.